Manufacturer narrative:
The ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication with her ipg. As a result, the patient was without stimulation. It was also reported the patient had not recharged her ipg since (B)(6) 2014. The patient met with the sjm representative and confirmed the issue. Subsequently, the patient underwent surgical intervention where the ipg was removed and replaced with a new one.